Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use when removing needle from the pen the safety shield comes off easily with a bd pen needle autoshield duo 30g x 5mm. The following information was provided by the initial reporter: when removing the needle from the insulin pen the needle protection cap comes off exposing the needle, causing a potential for needle injury.

Manufacturer narrative:
H.6. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for separates. Investigation summary: customer returned photos of a bd autoshield duo sample. Customer states that when removing the needle from the insulin pen the needle protection cap comes off exposing the needle. The attached photos were examined and exhibited a disassembled pen needle. See attached photos. Unable to perform DHR check due to an unknown lot number for separates. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Two photos of a 30g x 5 safety pen needle sample were returned from an unknown lot. No., cat. No. 329505. Visual examination of the returned photos was carried out and it was observed that the sample was separated.

Event description:
It was reported that during use when removing needle from the pen the safety shield comes off easily with a bd pen needle autoshield duo 30gx5mm. The following information was provided by the initial reporter: when removing the needle from the insulin pen the needle protection cap comes off exposing the needle, causing a potential for needle injury.